Manufacturer narrative:
The device has been requested to be returned for product evaluation, however, it has not arrived. Once it arrives and the evaluation completed a supplemental report will be submitted with the findings. The device history record review is unable to be completed as the model and lot number of the catheter is unknown. Additional product codes, dqe, dqo.

Event description:
It was reported that during use with a swan ganz catheter, the clinician had trouble obtaining accurate readings. Upon inspection of the swan ganz catheter there was a crack found in the blue proximal tubing that was attached to the monitor. It was noted that fluid leaked from the catheter when attempting to obtain cardiac output values. There was no patient harm or injury.

Manufacturer narrative:
No product was returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known is some procedural factors may have contributed to the event. An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. No root cause could be identified since no product sample nor objective evidence was provided for investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.